Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that during a scheduled lead pull, there was a pocket of fluid found in the patient's lead incision site. The physician believed that the cause of the symptom was unknown and non-device related. The patient was prescribed antibiotics and was reportedly doing well.

Event description:
A report was received that during a scheduled lead pull, there was a pocket of fluid found at the lead incision site on the patient. The physician was unsure of what caused the pocket fluid, however, assessed the fluid was not device related. The patient was prescribed antibiotics and was reportedly doing well. It was confirmed there was no infection.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that during a scheduled lead pull, there was a pocket of fluid found at the lead incision site on the patient. The physician was unsure of what caused the pocket fluid, however, assessed the fluid was not device related. The patient was prescribed antibiotics and was reportedly doing well. It was confirmed there was no infection.